Manufacturer narrative:
One device was returned for investigation. The returned sample was visually inspected and no unusual conditions were detected. Functional testing occurred by injecting air into the unit and the device inflates as expected. The complaint was not confirmed. Based on the analysis performed on the sample provided and the reported by the customer, no root cause could be determined since the complaint was not confirmed due sample provided does not shows the failure mode reported. No corrective actions are required. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the rn tested the balloon, on the same size emergency trach provided in the patient's "ready-to-go bag", it was found only half would inflate. This was a newly opened trach. No adverse effects have been reported.